Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, upon removal of sensor due to sensor failure, patient became concerned that a portion of the wire may have remained under his skin. No portion of the wire was visible at insertion site. Patient stated that he compared the sensor in question with a previously used sensor and they appeared to be the same length. Patient required no medical intervention. At the time of his call to technical support, patient reported slight bruising and mild pain at insertion site.